Event description:
It was reported that during preparation for a coronary stenting treatment procedure, shaft fracture was identified. The 5.0x16mm liberte bare metal stent delivery system was in pieces, as if it was not assembled and put in the hoop. When it was removed from the hoop, the stent delivery system fell apart. The liberte stent never entered the body. The procedure was completed with another liberte stent. No pt complications were reported. Pt status reported as "ok".